Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related or operator error. A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore, no additional action required at this time. The instructions for use were found adequate and states the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Do not aspirate urine through the drainage funnel wall. Visually inspect the product for imperfections or surface deteriorations prior to use. Use luer tip syringe to inflate with stated ml/cc of sterile water. Do not use needle. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml/cc of sterile water. Recommended inflation capacities: 5ml/cc balloon: use 10ml/cc sterile water 30ml/cc balloon: use 35ml/cc sterile water do not exceed recommended capacities. For urological use only. To deflate the catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloons fragments have been removed from the patient. Contains or presence of natural rubber latex. Caution: this product contains natural rubber latex which may cause allergic reactions. This is single use only. Do not reuse. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had 5 patients with residual urine and there was blockage in the urinary foley catheter. Per follow up information received via ibc on 16jul2024, stated that the patient had received a lot of residual urine, up to two liters if they remembered correctly, as the tube "pinched", this had easily led to the patient having to had a catheter for much longer than planned. On one occasion, there was also a blockage in the tube of an extremely small blood clot, which usually did not happen. This led to flushing and reinserting the catheter. At first, they thought it was because the holder for the catheter bag was large (which it was). So, they replaced all the holders with a smaller variant but the problem remained.